Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)." Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. The customer also filled cartridges with the residual insulin from previously used cartridges, and used supplies for four days. Tandem customer technical support informed customer that is off-label per the user guide. Customer reported blood glucose level ranged from 100-400 mg/dl.